Event description:
A talent and valiant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient has been followed for a proximal type I endoleak that had developed. The decision was made to address the endoleak with a valiant stent graft. When the scrub tech removed the device from the packaging, the flush port fell off. There was no damage to the packaging or any other part of the device noted. The physician decided to use another device to treat the patient. First another manufacturer¿s stent graft was placed through the brachial access in the left arm and placed it in the sma. The valiant stent graft was placed percutaneous through the right groin into the proximal end of the talent bifurcated stent graft and deployed. The other manufacturer¿s stent graft was deployed and both were ballooned simultaneously. A final angio was completed and there was no endoleak observed. Upon withdrawal of the sheath from the left arm there was a rupture of the brachial artery observed. Another manufacturer¿s stent graft was placed across it; however, it continued to leak. A cut down was performed on the brachial to repair the artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).